Event description:
It was reported that while in cath lab, md began to insert iab via left auxiliary artery. As catheter reached aortic arch, md felt resistance. Catheter was removed & md noticed catheter broke approx. 5.5cm from balloon tip. Catheter was replaced w/competitor's product. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.